Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the case was planned and reviewed prior to surgery for two vertebrae on level l4 - l5. The surgeon agreed to all trajectories. Bed mount was chosen as mount for this case. A stable headpin clamp was placed in a stable spinous process. The mount was tightened in proper sequence. 3d marker was placed on the bridge, registration was very difficult due to patient's high bmi. Multiple images and labeling trials were done. Eventual registration was achieved with manual adjustment placing hash marks in disk spaces. Reachability proved to be an issue due to depth of patient and bridge propped up due to lordotic anatomy. The guidance system was sent to each trajectory to mark skin and then instrument. L5 right was causing issues with neuromonitoring so trajectory was altered superior. The surgeon was pleased and there was no patient harm reported.